Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause was not reported. It was reported that the patient went to the emergency room on the same day as the event onset, however, it was not specified if the patient was hospitalized. On an unreported date, the patient was treated with unspecified antibiotics (doses, routes, frequencies and durations not reported) for peritonitis. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.